Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a closure of an unspecified vessel using a prostyle device after a peripheral angiography procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be performed because the lot number was not reported, and the device was not returned. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a closure of an unspecified vessel using a prostyle device after a peripheral angiography procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, additional information was received. It was reported that this was a closure of an unspecified vessel using a prostyle device after a peripheral angiography interventional procedure using a 6f sheath. A non-abbott device was used to achieve hemostasis. No additional information was provided.